Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error and insulin delivery was suspended. Customer's blood glucose level was around 400 mg/dl. They treated with a syringe and no medical attention was required. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Device passed the displacement test and rewind & basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Unable to verify no delivery alarm due to motor error alarm.